Event description:
It was reported by the customer that experiencing poor quality issues with the 20 gauge midline catheters, no particular lot number. Catheters are said the be hard to flush, very stiff and if the catheter has any type of kink it would quit working. No other information was provided. Additional info received on 05-sep-23. The event involved an urgent/life threatening medical situation. The patient sent to or to have catheter removed, and this event caused a delay in patient care.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.